Manufacturer narrative:
Upon review of the case, it was determined that this event was previously reported under 1221359-2021-02950. Any further updates to this case will be provided under that MDR report.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Establishment name: (B)(6). Address: (B)(6).

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card. Confirmation testing was performed with pcr and generated positive results. Per the customer, the patient was symptomatic for 3-4 days and the patients family was covid positive. Although requested, additional information, including patient treatment and outcome was not provided.